Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer primed air out of tubing to resolve the issue. Customer's blood glucose was within range (value not provided).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.